Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an multiple, intermittent inaccurate fill estimates. Reportedly, the cartridges were filled with 300-480 units of insulin, but the insulin gauge displayed 0 units when there was approximately 20-80 units remaining in the cartridge. The customer¿s blood glucose level was in the 300's (mg/dl). As the reported issue occurred in the past, tandem technical support was unable to perform troubleshooting.